Manufacturer narrative:
Additional information inadvertently omitted has been added. Malfunction has been checked off. Ipg was recovered with troubleshooting this is no longer associated with fsca that was reported under manufacturer report number: 3006705815-2019-04985.

Event description:
The patient underwent an unrelated surgical procedure and the ipg was not placed into surgery mode.

Event description:
Additional information received indicated the issue was resolved with troubleshooting. Patient is stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient's ipg would not communicate with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Troubleshooting was tried to no avail. Surgical intervention may occur later to address the issue.